Manufacturer narrative:
A manufacturing evaluation was completed: plate is broken at the upper cortex screw hole with a diagonal fracture face. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative device breakage is unknown. (B)(4). (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4); manufacturing date: october 6, 2014; expiry date: september 1, 2024 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to device breakage. The patient was originally implanted with a tomofix plate on (B)(6) 2014. On an unknown date, breakage of the plate was confirmed. The device was successfully explanted during the revision procedure. A five (5) minute surgical delay was noted. This report is 1 of 1 for (B)(4).